Event description:
It was reported that the device's elective replacement indicator (eri) was reached; abbott technical support was contacted and confirmed that the longevity estimation was incorrect. No intervention was performed; the device remains implanted. The patient was stable and there were no adverse consequences.